Event description:
It was reported that a revision surgery was performed due to a poly post fracture. The doctor opted to revise the knee from a 9mm bcs design to s&n size 7 right 13mm journey ii xlpe deep dish polyethylene articular insert (74025775,15jm15298) to maximize axial stability and eliminate the potential recurrence of this post fracture.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The medical investigation concluded that this is a legal complaint. All information will come through the legal department. This task will be closed until the documents and supporting information becomes available. This complaint will be re-opened and the material assessed at that time. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.